Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue of check total volume alarm was confirmed. The assignable cause was determined to be the therapy parameters being reset. No issues were identified during review of the device history record and the service history that could have caused or contributed to the therapy being reset. The assignable cause for therapy being reset was undetermined.

Event description:
A customer contacted baxter's (B)(4) stating that the homechoice (hc) shows check total volume. The total volume was 200ml. The technical service representative (tsr) explained that therapy was reset. The tsr advised the home patient (hp) to contact the nurse (rn) to re program the hc. During follow up, the peritoneal dialysis (pd) rn stated that the program had been corrected and the pd rn saw the hp on (B)(6) 2011 for clinics and stated the hp didn't mention anything and looked great. The pd rn stated the hp was doing fine on therapy. No patient injury or medical intervention was reported.